Manufacturer narrative:
The analysis was performed on a cobas s201 instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay was performing within specifications. A review of the amplification growth curves confirmed that the assay functioned as intended, with robust and sigmoidal growth curves observed for control targets and internal controls of the positive and negative controls. The reactive result for hepatitis c virus (hcv) was associated with a non-sigmoidal growth curve and minimal amplification, along with suppressed internal control amplification. These findings suggest a potential contaminant introduced during sample handling or processing as a possible cause. Non-specific amplification could not be ruled out, and the possibility of the sample being near the assay's limit of detection (lod) was considered but deemed unlikely due to non-reactive serology results. No issues were identified in the batch trend analysis, product release, stability review, or internal non-conformance review. The device remained in operation at the customer site, and no further issues were reported following routine maintenance and decontamination procedures.

Event description:
The initial reporter alleged discrepant results with the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas s201 instrument. On (B)(6) 2020, a sample tested reactive for hepatitis c virus (hcv) with a cycle threshold (CT) value of 42.9. On 03-jul-2020, the same sample was repeated and was non-reactive for all targets. Serology testing for the sample was also non-reactive. Organs were not recovered for donation; however, this decision was not attributed to the reactive result of the mpx test.